Manufacturer narrative:
Citation: thiele h. A 2x2 randomized trial of self-expandable vs balloon-expandable valves and general vs local anesthesia in patients undergoing transcatheter aortic valve implantation. Doi: not available. . Presented at the transcatheter cardiovascular therapeutics meeting (tct 2018), san diego, ca, september 23, 2018. Date of presentation used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of self-expanding versus balloon-expandable prosthetic valves and general versus local anesthesia in patients who underwent transcatheter aortic valve implantation. All data were collected from 7 centers. The study population included 438 patients and was predominantly female with a mean age of 82 years. Of those, 219 were implanted with medtronic evolut r bioprosthetic valves. No serial numbers were provided. Among all evolut r patients, the 30-day all-cause mortality was 2.8%. No other details were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all evolut r patients, adverse events that occurred within 30-days post implant included: permanent pacemaker implantation, conversion to conventional aortic valve replacement, intervention that was noted as a cross-over to a non-medtronic balloon-expandable valve (no other specifics provided), stroke, moderate-severe prosthetic valve regurgitation, myocardial infarction, and infection requiring antibiotics. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.